Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that post chronic catheter placement, the catheter was allegedly found broken under CT examination. It was further reported that the catheter was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hickman d/l catheter in three segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 8.7 cm from the distal end of the y-body. The second catheter segment measured approximately 7.6 cm in length and consisted of the tissue cuff. The tissue cuff was intact and had residue. Segment three measured approximately 17.5 cm in length. Striations were noted on all complete circumferential break edges. The investigation is confirmed for the reported catheter break, as a circumferential split was noted approximately 6.2 cm from the proximal end of the second segment and the edges of the circumferential split were jagged. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3 h11: b1, h1, h6(patient, method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post chronic catheter placement, the catheter was allegedly found broken under CT examination. It was further reported that the catheter was removed from the patient. The current patient status is unknown.